Event description:
Report three of five received of a localized infection around the epidural catheter site. The customer reports that the placement of the epidural catheter was lumbar and for pain control. The catheter was removed in 2001, due to discontinuing of the pain management regime. When the catheter was removed, it was noted that there was a "cellulitis type area around the insertion site." It was reported that when the catheter was actually out, there was "pus type drainage that came out of the hole and also from a small egg sized area." It was unknown to the rptr if the pt had a fever. The pt was already receiving antibiotics and was therefore not placed on any add'l antibiotic regime. There was no report of any adverse pt sequelae. Add'l pt and event info was requested, but no further info was available.